Manufacturer narrative:
If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information from a st jude sales representative (sr) that during the explant of our device, they physician noted that the screwdriver broke off while trying to loosen the device setscrews. To date, there have been no adverse patient effects reported.